Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). The retain test strips passed testing. A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (husband) contacted lifescan (B)(4) alleging that the lay user/patient's onetouch verioiq meter read inaccurately high (the reporter did not state whether the comparison was made against the patient's feelings and/or usual results or against another meter). The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to specify the exact date and time the alleged issue began. The reporter claimed that the patient obtained a reading of 300mg/dl using the subject device (date and time unknown). The patient manages her diabetes using insulin (self-adjusts) and reportedly continued with her usual diabetes management routine in response to the alleged issue. The reporter stated that the patient had injected insulin in response to the readings obtained and subsequently became unconscious an unspecified amount of time after the alleged issue began. The reporter (husband) stated that he had administered his wife a glucagon injection in response to the reported issue, and she felt better approximately 10 minutes after. The reporter stated that the patient's blood glucose was measured using his accuchek compact meter 30 minutes after the alleged event with a reading of 60mg/dl. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, took action based on the alleged results, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.